Event description:
It was reported that a pt's pump had multiple motor stalls that were confirmed; there were 26 motor stalls between (B)(6) 2011 and (B)(6) 2011. Per the reporter, the pt was "upset right now." The nurse had difficulties assessing the pt had stated that the pt "may be having withdrawal symptoms." Troubleshooting options were considered including, replacing the pump if the pt was medically stable and programming the pump into minimum rate mode if pt was also taking supplemental oral medications. The pump contained baclofen at a concentration of 2000 mcg/dl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).